Event description:
It was reported that the target was a restenosis of a graft left internal artery (lita) proximal lad. Intravascular ultra sound (ivus) and pre-dilatation was done, and a dissection was noted. The multi-link plus was selected and advanced into the guiding catheter. The guiding catheter tip was not well seated at the ostium of the lita, and there was a gap between the guiding catheter tip and the ostium; therefore, the stent became caught and dislodged. A snare device was used, pulling the dislodged stent up to the sheath introducer and then it was surgically removed.